Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation on his back shoulder blades. The area was described as a heat rash and very itchy but not open or bleeding. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cream by a physician. It was reported that the patient was using the cream and the irritation has gone away.